Event description:
It has been reported that a dissection to the right coronary artery occurred when the dr torqued catheter when trying to engage right coronary ostium. The pt went to surgery for repair of artery, pt is in stable condition and the product is not being returned for eval.